Event description:
It was reported that deployment of the proglide sutures were attempted in the mildly tortuous right common femoral artery using the preclose technique before a transcatheter aortic-valve interventional (tavi) procedure. The arteriotomy was a 6fr. Reportedly, the proglide was advanced without withdrawing the pigtail. During needle deployment, one needle from the proglide went through the catheter and when the plunger was removed, the suture grasped the pigtail. A cut-down was performed to continue the tavi procedure with good results. A clinicially significant delay in the procedure was reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions, per instructions for use: under indications for use: completely remove the perclose proglide or the arterial sheath (if the device was deployed at the beginning of the catheterization procedure) from the artery. Do not tighten the suture around the sheath. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the inspection criteria a probable cause for the reported event and associated patient effects can be attributed to the user not withdrawing the pigtail before attempting closure. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Per instructions for use, the user is instructed as follows: completely remove the perclose proglide or the arterial sheath (if the device was deployed at the beginning of the catheterization procedure) from the artery. Do not tighten the suture around the sheath.